Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The evaluation revealed the drill to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The drill returned was documented as faultless prior to distribution. As the drill had been in use for approx. 3 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The drill cutting thread was found completely broken off; the microscopically investigation shows that the drill broke in a brittle fracture. Combined with the several damages and deformations around the drill tip and breakage surface the drill broke due to bending overload. Furthermore the drill is part of the gamma3 system, not of the t2 ankle arthrodesis system. For drilling in the t2 ankle arthrodesis system a different drill shall be used (1806-4260s). Additionally drilling metal is not allowed according to the IFU. Based on the investigation results the drill breakage is attributed to a misuse by the user. No non-conformity was detected.

Event description:
It was reported by third party distributor that during a surgery on t2aan at (B)(6) hospital, sofia, device was broken. Event occurred during drilling. No drop or extra force was applied to the instrument part.

Event description:
It was reported by third party distributor that during a surgery on (B)(6) hospital, sofia, device was broken. Event occurred during drilling. No drop or extra force was applied to the instrument part.